Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance. Patient received seven shocks for ventricular fibrillation. Shocks were able to successfully convert the arrhythmia. Technical services advised to evaluate the rv shock lead. This system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance. Patient received seven shocks for ventricular fibrillation. Shocks were able to successfully convert the arrhythmia. Technical services advised to evaluate the rv shock lead. This system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the patient was admitted in the emergency department (ed) due to vf and ischemia. Patient had a stent placed for ischemia and post stent placement, patient coded and required external defibrillation. Technical services reviewed the data and noted high shock lead impedance (sli) increasing gradually. Ts also explained that the sli will rise back up within six months after shocks are delivered. Ts recommended lead replacement. This system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that there was a sharp decrease in impedance to around 70 ohms but it gradually came back up to 113 ohms. Additional information received indicated that the device was explanted and replaced with a new device.

Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance. Patient received seven shocks for ventricular fibrillation. Shocks were able to successfully convert the arrhythmia. Technical services advised to evaluate the rv shock lead. This system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the patient was admitted in the emergency department (ed) due to vf and ischemia. Patient had a stent placed for ischemia and post stent placement, patient coded and required external defibrillation. Technical services reviewed the data and noted high shock lead impedance (sli) increasing gradually. Ts also explained that the sli will rise back up within six months after shocks are delivered. Ts recommended lead replacement. This system remains in service and no adverse patient effects were reported.